Event description:
Complainant alleged that during biomed testing, the device displayed "defib pad short" and "cable fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.